Event description:
Title: broken PICC line. Peripherally inserted catheter was being placed. While securing the catheter, a leak was noted from the site about 1 cm from the hub. This catheter was removed and replaced.